Event description:
Reportedly, this ray (tfc) cage reversed posterior into the spinal canal and was pressing against dura and nerve root. The device was removed and the void was filled with an iliac crest graft and pedical screws.